Event description:
It was reported that the patient's pacemaker failed to alert during events of capture failure and under-sensing. Complete atrioventricular block was noted. No further information was provided.